Event description:
Medline hot pack exploded upon activation. Manufacturer response for hot pack, (brand not provided) (per site reporter) : our materials management team has notified the rep from medline to initiate a qa review. The defective product will be returned for analysis via our materials team.